Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this bioprosthetic valve, it was discovered that the valve did not appear to open and close normally. The valve was explanted and a new mechanical valve of the same size was implanted with no adverse patient effects.

Manufacturer narrative:
Product analysis: the device has not been returned to medtronic. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).